Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2018 with the following findings: the pump was returned with moisture present behind the display lens. The pump's black box showed pump reboot events. The pump was exercised for 24 hours with no power issues observed. Moisture was found on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.